Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had the fiber optic port out of order. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b3, b4, e2, e3, g3, g4, g7, h2, h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the reported failure. To fix the issue, the fse replaced the sensor extension assembly. The unit passed all calibration, functional, and safety tests per factory specifications and was returned to customer and cleared for clinical use. The full name of the initial reporter should read (B)(6).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had the fiber optic port out of order. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.